Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely device interacted with the anatomy causing the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous, moderately calcified lesion in the mid left anterior descending coronary artery with 80% stenosis. The 3.5 x 15 mm xience prime drug eluting stent delivery system was inserted and successfully crossed the lesion but when the physician pulled back slightly to position the stent, the device became stuck in position and could not be pulled back. The stent was deployed more distal than intended, which left part of the proximal lesion unstented. To cover the remaining lesion, a second xience prime was successfully used in the proximal segment. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.